Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occured. The sensor was inserted into the abdomen on (B)(6) 2021. The patient's mother stated that when the sensor pod was removed on (B)(6)2021, there was a hard lump and discomfort at the insertion site. Bacterial inflammation was diagnosed. The patient was prescribed unspecified antibiotics the following day. At the time of the report the area was still painful, but the patient was feeling normal otherwise. No additional patient or event information is available.